Event description:
An analysis was performed on the returned flashcard and the reported allegation computer software error, frozen screen was not verified. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications . An analysis was performed on the returned handheld and no anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications.

Event description:
On (B)(6) 2016, information was received which indicated a nurse's handheld had frozen on the home screen and "been working improperly". No patients were affected as a result of this. Additional information was received that there hard resets were performed but the issue did not resolve. The suspect device was received on 8/11/2016. Analysis is underway but has not been completed to date.